Event description:
Boston scientific received information that during routine device changeout, this right ventricular (rv) lead became dislodged duce to induced error by the physician as he was removing the associated medical device. There were no adverse patient effects associated with this clinical observation.

Manufacturer narrative:
This lead was removed from service as a result. The investigation is considered closed at this time.